Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.